Event description:
The customer reported that the device failed to deliver energy during cardioversion. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported that the device failed to deliver energy during cardioversion. No adverse patient impact was reported. The device was evaluated by a philips UK fse. The device passed all testing. The fse observed that there were no sync markers on the provided ECG strips from the incident. The monitoring lead (pads) did not provide an adequate ECG waveform to result in sync markers for every r-wave. There is no evidence that the users changed the monitoring lead view to find the best lead for sync monitoring. There was no malfunction of the device. We are considering this a user misunderstanding regarding the best lead view for sync monitoring.